Event description:
Customer reported, he was having issues with the keypad. Customer stated that he was attempting to put the carbohydrates on the device and the numbers kept scrolling up. Customer took out the battery and nothing on the front works and has a black little dot. Customer's blood glucose was 86 mg/dl. Customer stated he was working outside and seating all morning. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump passed the displacement test, operating currents, self test, and off no power test. No weak battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.